Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were two episodes of ventricular noise which provocative testing could not reproduce. Patient came for follow up and the oversensing was still there despite earlier reprogramming to avoid it. The device was later explanted and replaced. Patient was in good condition after the procedure.